Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: our investigation of the complained screw has shown that the implant is broken as mentioned in the device report. We are not able to determine the exact reason for this reported problem, but we have to assume, that a short time overloading led to the breakage. One possible explanation for such an overloading may be contact with very hard bone (as mentioned from the surgeon) or with metal. Please be aware that such small screw does need a careful and delicate handling. The manufacturing records were reviewed - the instrument was manufactured in april 2014, produced to specification and met all release criteria. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per surgeon, the patient¿s bone density/hardness may have played a role in the reported event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw was broken during surgery. No surgical delay was reported. This is report 1 of 1 for complaint (B)(4).